Event description:
Healthcare professional reported a xen®45 gts "injector would not advance/deploy, the blue slider would not advance, mechanism frozen in place" during pre-insertion inspection. Surgery completed with backup device. Device has been discarded.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.